Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported problem. The service technician plugged the ac power cord into the ac outlet and observed the ventilator's mains led was not illuminated. The service technician also reported the ventilator diagnostic log indicated the backup battery had depleted upon use. The service technician reported finding the power cord was not fully seated into the rear of the external battery assembly, resulting in no alternate ac power available from the external battery source, causing the backup battery to operate until depletion. The service technician reseated the power cord into the external battery assembly to correct the reported problem. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.

Manufacturer narrative:
Ac power cord was not fully seated into the back of the external battery.